Event description:
It was reported that following a coronary artery stenting procedure the pt experienced restenosis. The lesion being treated is the mid right coronary artery (mid rca). The physician implanted a taxus express study stent of unk size in the lesion. In 2009, the pt was admitted and hospitalized with prolonged hospitalization because of restenosis of the mid rca. Additional information was requested, but is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.